Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm and replace battery now alarm. The power management tool confirmed low battery alert, power loss alarm and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call the insulin pump batteries would have to replaced every two hours. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with trouble shooting. The insulin pump is being replaced and is expected to return for analysis.